Event description:
A customer reported receiving an f38 alarm code on channel 2 on the flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. Power on self-test was performed and device presented the alarm. The device did not meet specifications requirements per force sensing resistors testing. The cause of the of the f-38 alarm code was determined be damaged force sensing resistors (fsr) and the sensors were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.